Event description:
A verbal report was given to a zoll employee on (B)(6) 2014 by a physician at (B)(6) who claimed that of the 70 patients undergoing therapeutic hypothermia (th) therapy, 13 patients showed deep vein thrombosis' (dvt's). Zoll ivtm quattro catheters were used in the therapies. 8 of the reported claims were not reported to zoll. The physician has refused to provide any details regarding the 8 reports. Manufacturer has requested additional information; however, no additional information has been obtained. Because patient specific information was not provided for these events, one report will be submitted to capture these 8 reports of dvt's.

Manufacturer narrative:
There were no reports of a device malfunction in any of the cases. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
Manufacturer received additional information indicating that the reported publication submitted by (B)(6) claimed 9 out of 61 catheter related thrombosis, not 13 of 70 as previously reported. Four of the reported claims were previously reported under the following MFR reports: #3003793491-2013-00672; #3003793491-2013-00673; #3003793491-2013-00674; #3003793491-2013-01049. The details of the other 5 cases are provided below: case 5: a 19 year old female was treated post cardiac arrest with therapeutic hypothermia. Patient's medical history was not provided. It is unknown if the patient had any clinical symptoms or if patient was in a high risk category for dvt. Blood coagulopathy results prior to initiation of therapy are not available. Patient's temperature prior to therapy was 33 degrees. The desired target temperature was 34 degrees. The actual set point on the thermogard console was 34 degrees at a rate of 0.25 degrees celsius per hour for re-warming. An esophageal/rectal temperature probe was used. A zoll quattro catheter was placed into the right femoral vein. Insertion was smooth. There was no separate catheter used for the central line. Adjunctive temperature management was performed on the patient (specific details were not provided). The console was in the "run" mode for 12-24 hours. A non-occlusive thrombus in the ivc was noted during a routine echo on day 4 ((B)(6) 2013). The dvt was 8x23 mm. Patient was given blood thinners to treat the dvt. Patient was alive at the time of the event. Case 6: a (B)(6) male patient weighing (B)(6) was treated post cardiac arrest with therapeutic hypothermia. Patient's medical history was not provided. It is unknown if the patient had any clinical symptoms or if patient was in a high risk category for dvt. Blood coagulopathy results prior to initiation of therapy are not available. Patient's temperature prior to therapy was 35 degrees. The desired target temperature was 33 degrees and the actual set point on the thermogard console was 33 degrees. An esophageal/rectal temperature probe was used. A zoll quattro catheter was placed into the right femoral vein. Insertion was smooth and made in one attempt. There was no separate catheter used for the central line. No other temperature management procedures were performed on the patient. The dwell of the ivtm catheter was 12-24 hours. A resident found a clot on the catheter in the ivc on day 4 ((B)(6) 2012). The clot was discovered via echo. Patient was given blood thinners to treat the dvt. Patient was alive at the time of the event. Case 7: a (B)(6) male patient weighing (B)(6) was treated post cardiac arrest with therapeutic hypothermia. Patient's medical history was not provided. It is unknown if patient had any clinical symptoms or if patient was in a high risk category for dvt. Blood coagulopathy results prior to initiation of therapy are not available. Patient's temperature prior to therapy was 35 degrees. The desired target temperature was 33 degrees. The actual set point on the thermogard console was 34 degrees at a rate of 0.25 degrees celsius per hour for re-warming. An esophageal/rectal temperature probe was used. A zoll quattro catheter was placed into the right femoral vein. Insertion was smooth and made in one attempt. There was no separate catheter used for the central line. No other temperature management procedures were performed on the patient. An incidental small fibrin strand was noted attached to the ivc cooling device on day 2 ((B)(6) 2012). The dwell time of the ivtm catheter was 3 days. Patient was given blood thinners to treat the thrombus. Patient was alive at the time of the event. Case 8: a (B)(6) male patient weighing (B)(6) was treated post cardiac arrest with therapeutic hypothermia. Patient's medical history was not provided. It is unknown if the patient had any clinical symptoms or if patient was in a high risk category for dvt. Blood coagulopathy results prior to initiation of therapy are not available. Patient's temperature prior to therapy was 35 degrees. The desired target temperature was 33 degrees. The actual set point on the thermogard console was 33 degrees at a rate of 0.25 degrees celsius per hour for re-warming. An esophageal/rectal temperature probe was used. A zoll quattro catheter was placed into the right femoral vein. Insertion was smooth and made in one attempt. There was no separate catheter used for the central line. No other temperature management procedures were performed on the patient. A dvt was discovered in the ivc during routine echo on day 4 ((B)(6) 2013). The dwell time of the catheter was 4 days. Patient was given blood thinners to treat the dvt. Patient was alive at the time of the event. Case 9: a (B)(6) male patient weighing (B)(6) was treated post cardiac arrest with therapeutic hypothermia. It is unknown if the patient had any clinical symptoms or if patient was in a high risk category for dvt. Patient has a history of post cardiac arrest with return of spontaneous circulation (rosc). Blood coagulopathy results prior to initiation of therapy are not available. Patient's temperature prior to therapy was 35 degrees. The desired target temperature was 33 degrees. The actual set point on the thermogard console was 33 degrees at a rate of 0.25 degrees celsius per hour for re-warming. An esophageal/rectal temperature probe was used. A zoll quattro catheter was placed into the right femoral vein. Insertion was smooth and made in one attempt. There was no separate catheter used for the central line. No other temperature management procedures were performed on the patient. An incidental thrombus attached to wire was noted (patient has pacemaker in rv) during routine echo on day 3 ((B)(6)2013). The dwell time of the catheter was 3 days. Patient was given blood thinners to treat the thrombus. Patient was alive at the time of the event.

Manufacturer narrative:
Please note that zoll employee indicated that she believes that the zoll quattro catheters were used in the 13 dvt claims because that is the only type of zoll catheter that the hospital has. Please also note that 5 of the reported claims were previously reported under the following MFR reports: #3003793491-2013-00672, #3003793491-2013-00673, #3003793491-2013-00674, #3003793491-2013-01049, #3003793491-2014-00265. The catheters in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the products are returned and investigation has been completed.